Event description:
New information received notes that the programming changes were performed. Patient was stable post programming changes.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission with episode of atrial undersensing that led to inappropriate therapy. Review of the stored electrocardiogram confirmed the presence of intermittent atrial undersensing in which atrio ventricular delta scored the rhythm inappropriately. Programming changes were discussed. Additional information was not reported.